Event description:
It was reported that this pacemaker exhibited farfield oversensing. The patient was doing physical activities during the event. Technical services (ts) was consulted, and reprogramming options were recommended. After the adjustments the inappropriate sensing was resolved. The patient felt palpitations. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.